Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported customer complaint was confirmed in the field logs by the presence of error 31009 but could not be replicated. All presence pins spring actions were smooth with no binding. The unit was able to accept and drive multiple instruments normally. The unit also passed pogo pins test and 1 wire instrument test on the patient side cart fixture test platform (pftp). Visual inspection did not find any factors that could have contributed to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error message "problem with boom, error 23410" appeared at power up. The troubleshooting process involved following the on-screen guidance, which suggested reinstalling the cannula or disabling the arm if the issue persisted. Although there were no cannulas installed, attempts to disable the problematic arm led to another error indicating a potential problem with arm 3. Despite disabling arm 3 and hearing that the system was ready, it was noted that all four arms were needed for the procedure. It was mentioned that arm 3 had been replaced three times. A power cycle and emergency power off (epo) of the entire system were conducted, but the error cycle repeated. Further troubleshooting indicated a potential issue with the system component related to arm 3. The procedure was aborted with no reports of patient involvement.